Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The diffused target lesion was located in the tortuous and calcified right coronary artery. A 3.50x38 synergy ii drug-eluting stent was advanced to the lesion but after failing to cross the lesion, the stent got caught on a 145, 5-in-6 guidezilla¿ guide extension catheter and came off the balloon. The physician pulled the stent, the guide extension catheter and the guide catheter back to the bifurcation of the radial-ulnar artery, and used a snare to remove the stent. All of the devices were removed from the patient's body. The procedure was completed with another 3.0x38mm synergy stent. No patient complications were reported and the patient was doing fine.